Manufacturer narrative:
Date of event - (B)(6) 2005.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as reports 2134265-2009-05850 and 2134265-2009-05851. The patient has a lesion type iii located in the right carotid artery. The lesion length was 10mm and the reference vessel diameter was 6mm. There was 90% stenosis as measured by (B)(4). There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. There was 1+ calcium present with no target vessel tortuosity present. The carotid wallstent monorail used in the procedure had a diameter that was 9mm and the length was 30mm. The cerebral protection filterwire ez was used. The ultrasoft balloon dilatation catheter was used during the pta procedure. A heart rhythm stimulant, atropine, 1ui was used. No vasodilator was used during the procedure. There were no peri-operative events. There was successful placement of the stent at the intended site and successful use of the cerebral protection device. The procedure technically was successful. Residual stenosis was 0-29%. Post-procedure clinical assessment morphological outcome documented that the carotid stent was patent. The patient clinical outcome was asymptomatic. There was a complication less than 24hrs after the procedure of hypotension. No further data was provided regarding the hypotension. The patient had a one-month follow-up assessment in april of 2005. The patient was asymptomatic. The carotid stent was patent. There was 10% residual stenosis. No complications occurred since the last visit. The patient had a six month follow-up assessment in september of 2005. The patient was asymptomatic. The carotid stent was patent. There was 10% residual stenosis. There were no complications since the last visit.